Event description:
I would like to report about a store called (B)(6) under the name of the company title (B)(6). Located inside the (B)(6). This store is selling designed eye lenses without prescription to adults as well as to children. This company does not have permits to sell these eye lenses. I am a tourist, my child bought their decorative eye lenses and he suffered from a major eye infection. I will be reporting this to the management of the hotel. Hope that you will look into this seriously. Thank you in advance.